Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and was switched to unipolar configuration and pacing not delivered when required due to lead breakage or fractured. This rv lead was explanted, replaced with the same model and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the impact codes field (h6) in section h, device manufacturers only. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and was switched to unipolar configuration and pacing not delivered when required due to lead breakage or fractured. This rv lead was explanted, replaced with the same model and will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and was switched to unipolar configuration and pacing not delivered when required due to lead breakage or fractured. This rv lead was explanted, replaced with the same model and will be returned for analysis. No additional adverse patient effects were reported.